Event description:
--

Manufacturer narrative:
Detailed device interrogation revealed that the device battery status was elective replacement indicator (eri), with a battery voltage of 2.28 volts. A longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to two compromised low voltage capacitor[s], which resulted in a high current condition.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was returned with no allegations. Initial laboratory testing revealed that this device failed label longevity. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis will be performed on this device. Upon analysis completion this event will be updated and filed.